Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right common femoral artery. Laser atherectomy and angioplasty were performed. The supera stent delivery system was advanced and deployment was initiated. During deployment, the stent would not release. When the stent finally did release, the catheter tip separated in the patient anatomy. The stent delivery system, stent and separated tip were removed from the patient anatomy and no portion of the device remains in the patient anatomy. The procedure was continued with a second supera stent. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling and/or interaction with the anatomy/other devices resulted in the noted device damages (pinched/kinked sheath) thus resulting in the ratchet being unable to properly engage and release the stent from the delivery system thus resulting in reported activation/deployment failure. Interaction/manipulation of the device likely resulted in the reported tip separation/noted inner member/jacket separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1, b2: adverse event/outcomes attributed: an adverse event did not occur, intervention was not reported. H1: type of reportable event: incorrectly reported as a serious injury. H6: health effect - impact code 4641, 4614 - removed.